Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform the air removal procedure correctly. Customer¿s blood glucose ranged from 216-248 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.